Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber had a crack on the body. This was reported to have occurred before patient use and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned chamber was visually inspected and pressure tested for leaks. Results: the returned chamber had a leak outside allowable limits. Cracks were observed on the side of the plastic chamber dome consistent with the chamber having sustained an external impact. A lot check revealed no other similar complaints for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. The cracks observed were consistent with the chamber having sustained an external impact. We could not conclude how the crack in the chamber occurred. (B)(4).